Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete initial reporter information.

Event description:
It was reported that the patient stopped charging the ipg as instructed. In turn, the ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
It was reported the patient may have failed to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Corrected data b5: the event of surgical intervention in the previous report was wrongly filed. This patient still has their ipg and has not had surgery at this time. Since no surgical intervention has occurred or is planned, this event is no longer reportable.

Event description:
Additional information received stated that this patient did not undergo surgical intervention as previously reported and the patient's ipg is still implanted.